Event description:
It was reported, that the outer protective layer of the rigid video scope cable was damaged. The issue occurred, during cleaning and disinfection for a therapeutic laparoscopy. That was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available. E.2: health professional: (blank). And e.3: occupation: no information provided.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the outer protective layer of cable was damaged. Based on the results of the investigation, it is likely the following led to the malfunction: a component failure of universal cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.